Event description:
Related manufacturer reference number: 2017865-2022-13675; related manufacturer reference number: 2017865-2022-13676. It was reported that the patient presented in the operation room for implant procedure. It was noted that the newly implanted pacemaker was not stimulating, while the newly implanted right ventricular (rv) lead and right atrial (ra) lead failed to capture after the implant procedure. Additional surgery was conducted by the physician to reposition the rv lead and ra lead, but resulted in damage to the pacemaker, rv lead and ra lead. The pacemaker, rv lead and ra lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.